Event description:
It was reported the during an unspecified surgical procedure, the attune femoral inserter device broke during initial positioning and impaction during the procedure. The red knob for loosening and tightening the clamp element snapped off. No detriment to patient. No delay to procedure. List any j&j products that were utilized during the case but did not contribute to the reported event. The attune knee system - ms insert, cr femur cementless, s+ fixed bearing tibia, dome patella; velys ras. Was there any reported patient or user harm? No. Was there a significant delay? No.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.